Event description:
The patient was hospitalized due to episodes of inappropriate atp and shock that were delivered for atrial fibrillation (af) due to an incorrect interpretation of signals. No intervention has been performed. The patient was stable and will continue to be monitored.